Manufacturer narrative:
**UDI related data quality updates ** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compressor mini 115v, corrected version or model #: 6481779 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. It was found that the tubing was loose. The issue has been resolved by adjusting the tubing and the device was delivered to the user in working condition. Low pressure alarm is activated if measured pressures are outside alarm limits. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor generated alarms indicating low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).